Event description:
No procedure or pt info available. Reportedly, the return electrode pad was placed on the pt in preparation for surgery. The electrosurgical unit was activated intermittently. The staff smelled "something burning". The pad was removed and it was noticed the pt had third degree burns under the pad. The pad was removed and a new one was used with a different electrosurgical unit without incident. Treatment for the burn was not known.